Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device involved in the event will not be returned for evaluation as it was implanted in the patient.

Event description:
Treatment of a small unruptured saccular aneurysm measuring 8mm x 6mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient¿s anatomy was very tortuous. Antiplatelet therapy was given to the patient and the pru (p2y12 reaction unit) was 101. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.75mm x 18mm) was slow to release from the capture coil. The pipeline was eventually implanted in the patient at the desired location and angiographic images showed minimal immediate results. The patient was stated to be doing fine. No patient injury was reported as a result of the procedure.